Event description:
It was reported that air was seen in the lines of an unknown administration set during chemotherapy infusion. The nurse tried to manipulate the lines to make it flow, but the set suddenly loosened at the connection point. The unknown chemotherapy drug was dripping out. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.